Event description:
It was reported that the multifocal intraocular lens(iol) had significant glare and halo came from a light source. The patient had to close and/or squint their left eye to see better. It was first reported to the surgeon on (B)(6) 2021, during a post-op visit, and he kept coming back with the same complaint. Symptoms significantly interfere with the patient¿s daily activities. Lens was replaced with another company iol. Pre-op uncorrected and best corrected visual acuity was -0.75 +0.25 x180 20/40 uc 20/40 bc, and post-op best corrected visual acuity was -1.75+0.50 x060 20/40. Post-procedure, the patient is doing well. There was no injury, and surgical and medical interventions were required. No further information is available.

Manufacturer narrative:
Unknown/asked but not provided. Caucasian. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: may 16, 2024 . Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens to be cut in half. The lens was cleaned and inspected and presented with no issues that would have contributed to the complaint event. No further evaluation was performed. The complaint issue "halo vision", "glare", "blurry vision" and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.